Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = patient was revised due to medial collapse of tibia prostheses. After the tibia tray was removed, cultures were taken and the tibia was prepped for a revision tibial tray, sleeve and stem. Pathology called into the room and stated there was an infection present and an 16mm poly spacer with antibiotic cement was implanted. Surgical delay unknown. Doi: (B)(6) 2014. Dor: (B)(6) 2023. Affected side: left knee. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of the returned device found evidence of wear on the superior aspect of the condyles, this type of damage/wear can be expected when there is some kind of debris between the femoral component and insert surfaces. The overall appearance of the device is consistent with being implanted over 8+ years. The overall complaint was unconfirmed and there is no evidence that suggest that the observed condition of the attune ps fb insrt sz 6 6mm would have contributed to the complained adverse event. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot = quantity manufactured: (B)(4). Date of manufacture: 2/20/2013. Any anomalies or deviations identified in DHR: none. Expiry date: 01-2018. IFU reference: 090200828 h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised due to medial collapse of tibia prostheses. After the tibia tray was removed, cultures were taken and the tibia was prepped for a revision tibial tray, sleeve and stem. Pathology called into the room and stated there was an infection present and an 16mm poly spacer with antibiotic cement was implanted. Surgical delay unknown. Doi: oct 21, 2014. Dor: (B)(6), 2023. Affected side: left knee.